Manufacturer narrative:
Subject device is not available.

Event description:
During coil embolization of aneurysm located at the middle cerebral artery (mca) bifurcation, the coil was repositioned 2-3 times. The coil detached and confirmed through fluoroscopy. It was observed that 0.5cm of the coil was hanging out of the neck of the aneurysm and was found to be stretched. A stent was deployed in order to prevent the coil hanging in the vessel. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly, and performance specifications. Only the delivery wire was returned as the main coil remains implanted. No functional test could be performed on the returned device. The review and analysis of all available information failed to indicate an assignable cause.

Event description:
During coil embolization of aneurysm located at the middle cerebral artery (mca) bifurcation, the coil was repositioned 2-3 times. The coil detached and confirmed through fluoroscopy. It was observed that 0.5cm of the coil was hanging out of the neck of the aneurysm and was found to be stretched. A stent was deployed in order to prevent the coil hanging in the vessel. There were no clinical consequences to the patient.